Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's pacemaker exhibited far r oversensing. Programming changes were made. The patient had no adverse consequences.